Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter?s investigation, the cause of the se 2240 was due to air being sucked into the disposable because the home patient (hp) was keeping the clamp on the patient line closed during prime. The hp stated she had been keeping the clamp on the patient line closed during prime as she was concerned the fluid would spill out. The hp confirmed she has corrected this practice. The lot number was unknown; therefore, a batch review was not performed. The patient at-home guide instructs users to open the clamp on the patient line to ensure proper priming. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) assisted the home patient (hp) to review the alarm log and determined a system error 2240 occurred. The hp stated she received the system error the prior night during therapy during an unknown cycle. The hp stated she was not sure what exactly happened. The hp stated she did redo set up and had already spoken with the nurse. On (B)(6) 2010, product surveillance spoke with the hp who stated she doesn't recall seeing any air in the patient line; however, she did determine after speaking with baxter that her set up technique was incorrect. The hp stated she had been keeping the clamp on the patient line closed during prime as she was concerned the fluid would spill out. The hp confirmed she has corrected this practice. The hp further reported she was hospitalized on (B)(6) 2010 with an infection and had to have her catheter replaced. The hp stated she was put on hemodialysis during recovery and the past few nights had resumed peritoneal dialysis (pd) therapy on her hc. The hp confirmed she understood the importance of aseptic technique and would follow up with her nurse as well with any questions.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.